Manufacturer narrative:
(B)(4). Device evaluation: the report that the end of the guide wire separated during removal was confirmed. One guide wire was returned. The guide wire was unraveled starting 54 cm from the proximal end with the core wire protruding out of the coil wire. Microscopic examination determined that distal weld and an indeterminate section of the coil wire were missing. The curved shape, discoloration and plastic deformation at the distal end of the core wire is consistent with breakage adjacent to the weld. A manual tug test confirmed that the proximal weld remains intact with the core wire. The guide wire graphic 3 specifies a length of 600 +/- 4 mm and on outside diameter of .838 / .877 mm. The broken core wire was measured at 601 mm. Based on the length and appearance of the separated end, no pieces of the core wire appear to be missing. The diameter of the guide wire measured 0.853 mm using micrometer. Both measurements met specifications. The instruction booklet describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions other remarks: caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. A device history records review was performed and did not reveal any manufacturing related issues. The investigation found no evidence to suggest a manufacturing related cause. A risk evaluation was performed for this issue. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, operational context caused or contributed to the event. No further action will be taken.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that in the dialysis dept. With laboratory apheresis, cervical access-internal jugular vein was obtained. During removal of the wire, the end of the guide wire was retained in the patient. As a result, a vascular surgery consultation was conducted. At reporting, a piece of the swg still remained in the patient. The patient involved was (B)(6) female, (B)(6).